Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the surgical staff contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that they were having an "activation interrupted, c-34" error. The tse verified multiple c-34 errors in the logs. The tse inquired if the customer was using a second generator or computerized tomography (CT) scanner in the room, but they were not. The tse had the customer unplug all cables from the front of the integrated electrosurgical generator unit (iesu) and hard power cycle the iesu. The iesu immediately powered back on with the same c-34 error. The tse inquired if the customer had a force triad generator, but they did not. The tse suggested to bring in another vision side cart (vsc). The procedure was converted to another da vinci system with no reported injury. Follow-up was attempted, but the customer was not able to provide any additional information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the reported complaint and replaced the integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was able to confirm via system logs and reproduce during in-house testing when the unit was run in normal mode.